Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4023-85 lead implanted: (B)(6) 2002. A 5076-52 lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that a pocket infection occurred with systemic signs of infection. Blood cultures were negative. Transesophageal echo cardiography was negative for signs of endocarditis/ vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.